Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber break. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "fiber break" could not be confirmed. The damages such as glue failure and outer flow tube misalignment found on the fiber were determined based on known inherent risk of the device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure the fiber broke after 10,000j and 1 min of use. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this issue.

Event description:
It was reported during prostate procedure the fiber broke after 10,000j and 1 min of use. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this issue.